Manufacturer narrative:
Returned sample was inspected and shows pump plate is working correct and showing no problem. A technical root cause could be excluded, failure analysis shows pump plate is working as intended and met specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported that there is a leak in the gas vacuum line. Additional information received states that there was no surgery that day or patient involvement and there was no gas smell. The gas leak occurred on the pump side and not the vacuum side.

Manufacturer narrative:
During an onsite visit the field service engineer replaced vacuum line and pump board and successfully completed system verification to specification. The root cause could not be identified conclusively. Most possible root cause could be a faulty vacuum line and pump board. The manufacturer internal reference number is: (B)(4).